Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented during a remote transmission, episodes of auto-mode switch due to over-sensing of atrial lead noise was observed. No interventions will be performed and the patient will continue to be monitored.

Event description:
It was reported that when the asymptomatic patient presented during a remote transmission, episodes of auto-mode switch due to over-sensing of atrial lead noise was observed. No interventions will be performed and the patient will continue to be monitored.